Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's pocket had eroded open and the device header was exposed. The entire system was removed and the patient was hospitalized. Two days later a new system was implanted. There were no patient consequences. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.